Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 85-year-old female patient, the device would not power up. Complainant indicated that the patient subsequently expired; however, they do not believe this was device associated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and on/off current testing, using a battery fixture and the returned batteries without duplicating the report. The customer confirmed the returned batteries were not the batteries used during the reported event. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the log was not able to conclusively able to support the customer report. No trend is associated with reports of this type.